Manufacturer narrative:
UDI: (B)(4). Initial reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper repair. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device had an undetermined malfunction. During service and evaluation, it was observed that the motor device locking components and the locking mechanism were worn. It was further determined that the device failed the following pre-tests: cutter lock, temperature, oil leak, sound and rotations per minute (rpm). It was reported in the service order that the device had a problem attaching cutter devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
After further evaluation, it was determined that the defect of the locking pins inside the locking mechanism could be attributed to customer misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.